Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device. Then, an abnormality of electrical parts occurred which led to occurrence of the error message. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus, that the evis lucera elite colonovideoscope exhibited white out image with no error code. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scope exhibited error code e315 unsupported scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue lifting, hole in switch, water ingress at scope connector, angulation play, and electrical safety test failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.